Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No samples were received for investigation of complaint reported via post market survey; however, the customer reported they observed back flow of fluid leading to an underinfusion when using a bd anti-siphon valve product. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that reports of this nature are rare with a small number of similar reports against the bd anti-siphon valve products in the past 12 months.

Event description:
It was reported that clinicians and/or any patients have encountered 20 cases of retrograde flow (back flow) of fluid leading to under infusion while using unspecified bd anti-siphon valves. Clinician experienced: retrograde flow (back flow) of fluid leading to under infusion - 20.